Event description:
Additional information received that the right ventricular lead was capped and replaced on (B)(6) 2020. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon investigation, the right ventricular lead exhibited elevated pacing impedance and capture threshold. No intervention was performed. No patient symptoms were reported.